Manufacturer narrative:
Suspect medical device, device manufacture date: cx preconnect, gtin # (B)(4), upn# 72404232m batch/lot # 1000048326m mfg date 02/03/2018m exp date 02/03/2020,

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed due to infection. During the removal surgery it was discovered that the reservoir had been inadvertently placed into the bladder. An ams700 15cm cx device and 100ml conceal reservoir were implanted 2 months later.